Event description:
Hmsc reported shock impedance out of range at 126 ohm. Average shock impedance since last follow-up on (B)(6) 2020 was 99 ohm. All other values within range and stable. No noise evident on recordings. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.